Event description:
It was reported that during implant there was high impedance, oversensing, and unsatisfactory threshold. The physician took the lead out and saw the inner fracture of the coil. The lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field complaint of inner coil fracture was confirmed in the laboratory. Electrical analysis revealed short circuit due to the damaged inner insulation. The damage found was sustained in the field. Visual inspection revealed that the outer insulin was cut and squeezed. The inner insulation was damaged at the squeezed area. The damage is not a result of deficiency in material or workmanship.